Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the body of the lead became extrinsically distorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, there was difficulty in crossing the patient's valve. The rv lead tip was bent. An alternate lead was therefore placed. No patient complications have been reported as a result of this event.